Event description:
While using a byte day aligners, patient reported that they seen an orthodontist that stated there is absolutely no way possibly the patient's teeth could be fixed in the little amount of time and with aligner trays. For the font tooth to be pushed into its place there needs to be attachments.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.